Event description:
It was reported that during a procedure of the superficial femoral artery (sfa) a 5.5 x 120 x 120 mm supera stent was deployed distally without issue. A second supera stent was being deployed when during the deployment the nose tip became stuck and dislodged in the anatomy. It was noted that the stent became elongated while attempting to retrieve the nose tip; the tip embolized and migrated to the common femoral artery and profunda artery. The device sheath was pulled back and an endarterectomy was performed. The tip was retrieved using a balloon catheter distal to the tip and while slightly inflated, trapped and removed the tip from the anatomy without issue. The vessel was patched and there was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
Subsequent information received via maude report states: "abbott supera peripheral stent (B)(4), the cone (tip)broke off and traveled down artery of patients leg, and stent deployed. Diagnosis or reason for use: to treat occlusion of superficial femoral artery."

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information received noted the supera stent size was 5.0-120-120mm. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported deployment difficulty, tip detachment, and stent elongation. The additional patient effects of embolism, surgical procedure, removal of foreign body, and additional non-surgical therapy are due to operational context. A review of the lot history record identified no manufacturing nonconformity issue for the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.